Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim# (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.1mm vicm5_12.1; -3.50 diopter implantable collamer lens into the patient's left eye (os) on (B)(6) 2023. On (B)(6) 2023 the lens was explanted due to dissatisfaction and glare/haloes. The problem was resolved.